Event description:
The clinic reported that a laser vision correction patient presented with trace faint diffuse lamellar keratitis (dlk) in the left eye one day post treatment. The topical steroid dosage was increased. The patient complained about experiencing mild irritation. There was no loss of best corrected visual acuity (bcva). No further information has been provided.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.